Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient started feeling an increase in pain in their right occipital area about two weeks ago. They stated that they were walking in a hospital on (B)(6) 2017 and felt like they had been ¿hit in the back of the head with a baseball bat¿. It was reported that they fell to the floor and had been admitted, it was reported that the patient felt like the hospital equipment (emi) may have contributed. It was reported that the patient¿s system checked out fine. Their impedances were within normal limits. Paresthesia was in the desired are and giving pain relief. It was reported that the patient would make an appointment with their neurosurgeon when they were release. It was reported that the issue was resolved at the time of the report. No further complications were reported/anticipated.